Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed; it appears that heavy annular calcification may have contributed to the events. As reported, the annular area measured on CT was 430mm2, which is borderline between 23mm valve and 26mm valve placement. It is possible that the choice of the larger valve in conjunction with the patient¿s large calcium burden within the annulus was related to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our french affiliate, the patient died from a complication of an annular rupture during a transfemoral deployment of a 26mm sapien 3 valve. After valve implantation, an annulus rupture was confirmed by angiography. A decision was made to implant a second valve to reduce the leakage, the hemopericardium was treated, however, the patient died. Of note, the physician did not want to share information regarding this event. Therefore, no additional information will be forthcoming for this event. The native annulus diameter measured an area of 430mm2 by CT. The native annulus was highly calcified.